Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The nonconformance cannot be confirmed as no sample was returned for investigation. The complaint will be reopened if the sample is returned for investigation. The root cause cannot be determined as no samples were returned for investigation. Complaint history was reviewed. No complaints were raised for the reported batch on similar nonconformance. The device history record of packaged needle batch 6354180, catalogue number 381312 and its assembled needle batches 6354004 and 6354002, part number 8083540 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. The preventive maintenance, calibration and equipment history records were reviewed. No abnormality was observed on the records.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter on a bd insyte ¿ IV catheter winged broke during insertion. There was no report of injury or medical intervention.